Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed as the probe broke at a position about 16 mm from the tip. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. It is inferred that the reported event occurred through the following mechanism: 1. When the seal & cut output was performed while thick tissue was gripped at the tip of the gripper, the probe and tissue pad came into contact at the rear end of the gripper, causing wear on the tissue pad. 2. As the tissue pad wore down, the non-insulated part of the gripper came into contact with the probe. 3. When the seal & cut output was performed while the non-insulated part of the gripper was in contact with the probe, contact marks were formed. 4. As the load of the seal & cut and gripping the tissue was applied to the probe, a crack occurred starting from the contact mark. 5. A load was applied to the probe, causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device tip broke off. The issue occurred during a therapeutic hysterectomy procedure, during sedation with the device inside the patient. The tip was collected. The procedure was delayed less than 30 minutes and was completed with an olympus back up device. There were no reports of patient harm.